Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported the refill kit serial number was not available. The patient did not experience any symptoms. The difficulty aspirating the catheter was relieved with repositioning the patient on the table.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID 8731sc lot# serial# (B)(4) implanted: (b)(6 2016 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 3 mg/ml hydromorphone at a dose of 2.6 mg/day, 600 mcg/ml clonidine at a dose of 520 mcg/day, and 15 mg/ml bupivacaine at a dose of 13 mg/day via an implantable pump for spinal pain. It was reported that the patient was filled on (b)(6 2016. The patient was refilled every six weeks and was thin. The nurse reported he was an ¿easy stick¿, adding ¿you can almost see the port through his skin¿. The nurse used good protocol aspirating as she filled and did not use ultrasound or any other imaging. Nothing unusual was noted during the fill. It was reported that the patient¿s symptoms were most likely not a result of sequelae from the pain clinic appointment. Additional information was received on (B)(6) 2017. A dye study procedure was being performed and the representative requested to know the hours to clear calculation if the pump ran at minimum rate. The representative also requested calculating how much drug was delivered in a seven hour timeframe. The dose was 2.6016 mg/day, the concentration was 3mg/ml, the flow rate was 0.8672 mg/day, the hourly rate was 0.03613 mg/hour, and the volume delivered in seven hours was 0.253 ml. It was determined that the volume looked good prior to setting to minimum rate. The healthcare provider (hcp) aspirated the reservoir and drew back 36 ml. The hcp had some of the drug leak out because she did not connect the needle to the tubing securely, so fluid began to leak out of that connection once she accessed the pump. The hcp felt like she lost about 1 ml, so there would have been about 37 ml. The clinician programmer showed there should have been 39.7 ml. The hcp was questioning if there was a partial pocket fill. The dye study looked fine and they saw a poof at the tip of the catheter as expected. The hcp had a really hard time aspirating the catheter. When the hcp aspirated again to clear the drug in the pump tubing, it was easier. The dose was lowered from 2.6 mg/day, which the patient had been on for a year, to 1.3 mg/day. They were going to continue to monitor the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.